Manufacturer narrative:
Findings: reliability analysis evaluated 1 opened/used enlite-sensor. Performed visual inspection and found cannula bent. Also unable to perform insertion test due to sensor being opened/used.

Event description:
It was reported that the customer had a complication with the sensor. Customer stated that he was getting bent cannulas and had to change them in 1-3 days. Customer had bent wire and blood on site because of the bent wire. The sensor has not been on for 2 days, but it gave a change sensor alert and was 50 points off last night. Customer had to check 10 times and it kept going into threshold suspend last night. Customer's blood glucose level was 113 mg/dl and the pump was saying it was in the 50 mg/dl range. Customer recalibrated about 100 times. Customer inserts on the belly and puts overtape on while the needle hub is still in the body. Customer was walked through the insertion process. Customer went through 3 sensors during the previous insertion process. Customer has 1 sensor but threw away the other ones. Customer will be shipped a sensor. No additional information provided.